Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the patient experienced a blood glucose less than 70 mg/dl, but greater than 40 mg/dl with no symptoms. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/11/2014 with the following findings: there was no visible damage to the pump. The battery cap was damaged on the top of the cap. The battery cap was able to be put on and off the pump with no issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.